Event description:
Caller reported receiving freestyle reading 410 mg/dl when testing a non-diabetic neighbor. The neighbor was concerned with the high result and drove self to the emergency room. Within 15 minutes, a test was taken at the emergency room with another freestyle meter getting a result of 87 mg/dl. A replacement meter was sent to the customer. No adverse event was reported as a result of these readings.